Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, high voltage lead impedance was observed on the rv lead. All other electrical measurements were normal and in-range. Physician elected to revise the lead. During lead revision the lead was able to be pulled out from the device header before manipulating the set screw. The lead was reinserted, correctly seated and the set screw tightened. Hvli was then found to be in range. Patient was stable before, during and after the procedure.